Event description:
It was reported that the patient presented to the clinic in backup vvi and experiencing muscle stimulation. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device software download performed.